Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer was not getting audible alarms at the piic's, only seeing the visual. The device was in use on a patient. There was no report of patient or user harm.

Event description:
It was reported that the customer was not getting audible alarms at the patient information center ix (pic ix), only seeing the visual. The device was in use on a patient. There was no report of patient or user harm.